Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had the scs ipg replaced as it had allegedly reached end of life. Therapy restored post- operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.